Event description:
It was reported that the dexcom g7 sensor data intermittently failed to transmit to the ilet, resulting in repeated disconnects and sensor failed messages on the ilet while the dexcom mobile app continued to display glucose values, suggesting an ilet communication or interface issue. Symptoms included absence of glucose readings on the ilet due to signal loss. Outcomes included temporary interruption of automated insulin therapy guidance on the ilet until reconnection. Investigation included user education and basic troubleshooting, including an ilet restart. Investigation of this case revealed that glucose readings resumed after restart, indicating transient device-to-sensor communication loss isolated to the ilet. It was concluded that the event was due to intermittent signal loss between the sensor and the ilet, with no injury reported.